Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the texium leaked two times from the distal end of the texium-connection site during an infusion of doxorubicin. There was no patient harm.